Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop was not released from the coil sheath. The loop came off from the hook of the subject device inside the coil sheath. In addition, the loop was caught between the hook and the coil sheath. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user could not release the loop because the loop was released in the tube sheath and the loop was caught between the hook and the coil sheath. The instruction manual of the device has already warned as follows; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
When the user ligated the tissue with the subject device, the loop of the subject device could not be released. It was reported that the user released the loop from the tissue with an unspecified processes. There was no patient injury reported. No further information was provided. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".